Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported, that signal loss over one hour occurred. Approximately on (B)(6) 2023, the patient was asleep. The display devices were alarming. This woke the spouse who tried to wake the patient. However, she was not responsive. The spouse attempted to treat the patient with carbohydrates. However, she was not able to swallow. The spouse called an ambulance, who transported the patient to the emergency department. There, the bg was 24 mg/dl. The patient was treated with IV fluid with dextrose and recovered after treatment. The patient was later sent home. At the time of the report, the patient was in normal condition. A review of the share logs was performed, and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the patient closed the mobile app. No additional patient or event information is available.